Manufacturer narrative:
We received a complaint (B)(4) on 1/15/2024 where we were notified of a patient with a retained capsule. Frm-0089b capsule incident questionnaire was sent to obtain further information about this issue. On 1/16/2024 frm-0089b capsule incident questionnaire was received indicating that the capsule had not passed, patient had no reported pre-existing conditions and had a course of 4 laxatives without response. The customer didn't mention surgery as an option to retrieve the capsule as they were looking on other ways to pass the capsule. After requesting additional updates, the physician notified us on 1/30/2024 that he was referring the patient for a push endoscopy. This is the date we became aware of the procedure and deemed this as reportable since additional risk will be posed to the patient. On 2/9/2024 the physician informed us that "the patient went to another location to get a surgical resection for obstruction and removal of the capsule". The physician also added that they haven't received the records of the surgery and therefore the cause of the retention is still unknown.

Event description:
1/15/2024 - we were notified of a retained capsule. Frm-0089b was sent to obtain further information about this case. 1/16/2024 - the frm-0089b was received indicating that the capsule had not passed, patient had no reported pre-existing conditions and had a course of 4 laxatives without response. The customer didn't mention surgery as an option to retrieve the capsule as they were looking on other ways to pass the capsule. 1/30/2024 - we were notified by the physician that he was referring the patient for a push endoscopy. On this date this complaint was deemed as reportable since we were made aware of additional risk that was introduced to the patient. 2/9/2024 - after requesting additional updates, the physician informed us that the patient went to another location to get a surgical resection for obstruction and removal of the capsule. The physician also added that they haven't received the records of the surgery and therefore the cause of the retention is still unknown.